Event description:
Emergency medical technician responded to a person in cardiac arrest. The device was connected to the patient and the "analyze" button pressed. According to the reporter, the device advised a shock, but did not charge or deliver a charge to the patient. Patient outcome was not reported.